Event description:
Our sales rep, reports that a miss drilling occurred and the target device shows fissures right below the metal part. He further reports that the surgery could be finished with an exchange device.

Manufacturer narrative:
Na